Event description:
It was reported that a surgery was performed to clean the pt's wound. During the surgery it was noted that the implants appeared to have some possible corrosion. The implants were removed and were not replaced. Surgeon does not believe an infection was present.